Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console did not display graphics images properly. Control of pumps and safety sensors remained available through redundant local controls. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval is in progress, but not concluded.